Event description:
It was reported that the ilet user experienced elevated blood glucose after an infusion set was deployed at an unintended angle. The user replaced the infusion set, after which the pump corrected the glucose, and education and troubleshooting were completed. Symptoms included hyperglycemia peaking at 307 mg/dl. Outcomes included no hospitalization and resolution after set replacement with pump-assisted correction. Investigation included collection of blood glucose information. Investigation of this case revealed an incorrectly deployed infusion set consistent with improper insertion technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique.